Event description:
It was reported that this patient's shoulder was revised due to a failed glenoid component and a broken inferior screw. Patient was last known to be in stable condition following the event. No other patient information provided. Photos attached. Unable to obtain x-rays. Product not returning - hospital policy.

Manufacturer narrative:
Section h10: (h3) pending evaluation.